Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided, so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.

Event description:
It was reported that the patient was presented to the surgeon with knee pain. Original surgery (B)(6) 2012. During the second surgery, the surgeon noted a milky fluid on the tibial portion near the implant. There was also a mass found in front of the tibial implant. The surgeon removed the mass and the remainder of the bio-composite implant. The surgeon noted that the bio-composite implant on the femur side appeared to be intact. There was no need for any additional implant as the surgeon reported the ligament appeared in-tact. The patient was released in stable condition. The implant particles that were removed from the patient were sent for testing. At the time of this initial report, the results were not yet available.